Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. The aortic neck was moderately angulated with thrombus, but without calcification, 12 mm long, and 21 to 24 mm in diameter. The distal aorta diameter narrowed to 36 mm in diameter below the aneurysm and was calcified. The iliac arteries were non-calcified and slightly tortuous, particularly on the left side. It was reported that after the talent bifurcated stent graft (MDR#2953200-2009-00876) was advanced and deployed to the intended landing zone without issues, there was difficulty cannulating the contralateral gate. Attempts were made to cannulate the gate by bringing a wire from the left side. Although the wire could pass, a 6 fr. Catheter or the contralateral limb stent graft could not pass, due to interference with the ipsilateral limb and because of the narrowed distal aorta below the aneurysm. The physician elected to convert to an aorto-uni-iliac (aui) and perform a fem-fem bypass by implanting a talent iliac extension stent graft and a talent aortic extension cuff stent graft; however, the talent cuff moved slightly upward, causing a type iii separation endoleak, evident as slight blush, between the cuff and the iliac extension stent grafts. As there were no add'l stent grafts available at the case to treat the endoleak, the physician elected to complete the fem-fem bypass, with successful results, and bring the pt back for an intervention for the endoleak. Approx 1 week post-operatively, the physician elected to implant 3 aneurx aortic cuff stent grafts, which successfully resolved the endoleak. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation codes, results: (endoleak), (narrowed distal aorta; moderately angulated aortic neck with thrombus; vessel tortuosity). Conclusions: (narrowed distal aorta; moderately angulated aortic neck with thrombus; vessel tortuosity).